Event description:
Hamilton medical ag received the following event description: "during ventilation, the device started alarming disconnect on patient side and could not be cleared, patient was removed from the device and placed on another."

Manufacturer narrative:
UDI will be provided in the follow-up report after an internal verification.

Event description:
Hamilton medical ag received the following event description: "during ventilation, the device started alarming disconnect on patient side and could not be cleared, patient was removed from the device and placed on another."

Manufacturer narrative:
UDI will be provided in the follow-up report after an internal verification. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation, the device began alarming for a disconnection on the patient side. The alarm could not be cleared, and the patient was subsequently removed from the device and placed on another ventilator. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. The service technician performed a successful preventive maintenance (pm) on the device. No part was replaced because the issue could not be reproduced.